Manufacturer narrative:
The reported events of low pacing lead impedance and p-wave amplitude variation were confirmed. As received, a complete lead with stylet inserted was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to the over torqued inner coil. Visual inspection of the lead did not find any anomalies. The cause of the reported events was due to the shorting of conductors at the connector region due to the over torqued inner coil consistent with procedural damage.

Event description:
During an initial implant procedure, low pacing impedance and decreased sensing were detected on the right atrial (ra) lead. A new ra lead was successfully implanted to resolve the event. The patient was stable during the procedure.